Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported limited bleeding in an eye during a micro-stent implant repositioning procedure. The device remains implanted.

Manufacturer narrative:
It was identified the value of was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the reported issue of stent positioning issue and bleeding; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent malposition and hyphema are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).